Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter occupation- patient safety quality coordinator. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient did embolization, however, after while in recovery the patient bled, and they had to apply pressure/sandbag to stop the bleeding. Repressurize patient. The patient was in stable condition. Additional information was received on 05oct2021. The procedure was being performed was an embolization using a 7fr sheath. On 13oct2021 terumo medical received a user facility medwatch report # (B)(4). The event description states: "patient re-bled post procedure. Intended procedure was an embolization."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint can be confirmed for bleeding as per allegation. Based on the available information, it is unclear whether the device contributed to the cause of reported adverse event. The exact cause of the issue remains unknown. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
A maude database search conducted on 15 nov 2021 found a maude report number (B)(4). The event description states: "patient re-bled post procedure."